Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, the blade broke inside patient. The piece was retrieved without medical intervention. No patient consequences.